Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Patient's healthcare provider contacted dexcom on (B)(6) 2016 to report that the patient was in the hospital with diabetic ketoacidosis. It is unknown if the patient was wearing the device at the time of incident. Date of hospitalization is not available. No additional event or patient information was provided.